Event description:
Ous MDR - it was reported that the lead was explanted due to pacing impedance out of range (> 3000 ohms) approx. 84 months after the implantation.

Manufacturer narrative:
As of today, the lead or the ICD are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The available trend curves showed a gradually increasing pacing impedance from around 2000 ohms in (B)(6) 2017 to around 2500 in (B)(6) 2017. The pacing threshold also increased in this period of time. The shock impedance did not show any peculiarity. The latest records were not available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The analysis of the available data did not reveal any indication of an ICD malfunction. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 2 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4) 2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake. Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 2 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was explanted due to pacing impedance out of range (> 3000 ohms) approx. 84 months after the implantation. (B)(4) 2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake.